Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Crack on top of right plunger case; crack on bottom left of top case; crack on battery door. Functional and occlusion testing was conducted. The reported event of motor not running was replicated during occlusion tests. Motor not running was identified in event history log review. The reported issue was confirmed. The root cause was determined to be main board was sitting on top of extrusion instead of inside the groove of extrusion. This issue was caused by the customer's incorrect assembly of the main board. The following actions were taken: reassembled main board. Addition repairs included: replace top case, right plunger case due to cracks; replace left plunger case due to cracks on thread bosses; replace lead screw, left and right clutch, clutch spring due to old worn parts; calibrate. Functional and delivery tests all passed after repair.

Event description:
It was reported that the device motor was not running. No patient injury was reported.